Event description:
It was reported that during the attempted implant of this lead, noise, low out of range pacing impedance measuring below 200 ohms as well as loss of capture (loc) were noted. It was also reported that the suture needle got stuck to the lead which accidentally damaged the insulation. The procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.